Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical medfusion pump did not deliver medication. The pump alarmed for completed infusion, but the volume was still in the syringe. There was no reported adverse event.

Manufacturer narrative:
Other, other text: b5: updated with additional information. H6: patient code updated reflect code 4582.

Event description:
It was further reported that the event occurred on 23 february 2021. The incident involving the product malfunction did not necessitate any medical intervention outside of using an alternative medfusion pump to complete the infusions. The medications that were being infused were not a life-sustaining medications. The incident was described as resolved. The affected pump was not returned to the manufacturer for device evaluation.